Event description:
Pt is bi-lateral above knee amputee. Pt has fallen because the right knee locks up in mid swing. When the knee locks in the flexed position, it does not provide the necessary support and the pt goes down. The last time he fell, he injured his shoulder. We learned of this injury on (B) (6) 2010. The pt's shoulder was rebuilt.

Manufacturer narrative:
It appears this unit (B) (4), load cell was exchanged. A meeting has been scheduled to review the (B) (4) for the load cell failure, instructions for use, warning and decide what actions are needed.